Event description:
The customer contact reported the patient received more medication than intended. The pump was returned to the boimedical engineering department from the emergency room with an unsigned note that stated, "please check pump. Rate and volume does not seem to be functioning properly, particularly the secondary line. The pump questionably ran 100ml of fluid on secondary in minutes when programmed to infuse 11ml/hr." The pump was programmed to deliver an unspecified antibiotic on the secondary line. No further programming parameters were provided. The device was removed from clinical service. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.